Event description:
It was reported that there were concerns that this right atrial (ra) lead exhibited intermittent loss of capture (loc). Technical services (ts) reviewed the reports and confirmed that there was intermittent loc. Additionally, there appears to be some noisy signals as well. The health care professional (hcp) stated that they were aware of the noisy signals and stated that they would monitor both issues moving forward. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).